Event description:
It was reported that the device displayed an error message for channel error 133.6090 - main speaker failure. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device was received for 133.6090. Confirmed in log but could not duplicate. However, the pcu would not turn on due to a faulty keypad. The front case assembly was replaced. Pm was performed and all tests passed. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 11apr2020 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an error message for channel error 133.6090 - main speaker failure. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed an error message for channel error 133.6090 - main speaker failure. There was no patient involvement.